Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope displayed an e315, incompatible scope error, and e117 error when connecting to multiple processors. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, white foreign material inside the air/water tube and the air/water cylinder and a scope communication error due to corrosion on the plug unit was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a leak at the channel tube, lost water tightness due to damage on the channel tube, the bending angle in the up direction did not meet the standard value due to the wear of angle wire, a worn adhesive on the bending section cover, a cracked plastic distal end cover, a chipped objective lens and a light guide lens, and a scratched connecting tube. Additionally, the following components were found corroded due to a water leakage: plug unit, circuit board unit in the suction connector, and a cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental is being submitted to based on new information to provide additional information from the customer.

Event description:
The initial issue was found during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material remained in the device because reprocessing could not be properly performed due to the discovered leak from the biopsy channel. It was further noted the foreign material could not be identified. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.